Event description:
Customer reported device = 106 mg/dl. Family member found customer in a "diabetic coma". Family member administered glucose and called paramedics. Paramedics device = 23 mg/dl. Paramedics treated pt with a glucose injection and transported pt to hosp. Customer was observed for 7-8 hours at the hosp prior to being released. No controls used. A request was made for return product and replacement product was sent.